Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter.

Event description:
Information was received from a foreign consumer via a manufacturer¿s representative regarding a patient who was receiving baclofen via an implantable pump for an unknown indication for use. The patient reported that he was on his 4th intrathecal baclofen pump. He stated that the catheter had dropped several inches down his intrathecal space because he fell over. He spoke to the FDA and to nice, and they said that doesn¿t concur with what they¿ve been told could happen. The patient wanted clarification on the issue. Additional information was received. The issue was also reported as catheter migration. The patient¿s healthcare provider (hcp) did an x-ray, and saw that the catheter had moved out of the spine. This was attributed to the fall. The patient fell out of his wheelchair when trying to get into bed. The reason why the patient contacted the FDA/nice and the manufacturer is that, according to the patient, his hcp told him that this was a common issue, and the patient just wanted more clarification. The patient told a representative that he was afraid of organ failure (or worse) if the baclofen couldn¿t reach his brain. According to the patient, his symptoms had returned after his last pump replacement in 2014. Therefore, he had doubts that the catheter had moved during the fall. No further complications were reported.